Event description:
Additional information was received: it was reported that the patient's activa pc was wearing down faster than expected. Their contralateral sc was nearing eri and would be replaced within the next 1-2 months. Previously the pc was estimated to march 2026, but today their battery was at 2.89v. Usually patients seem to be within 6-12 months of needing a replacement when seeing anything at 2.9v. The plan was to replace the sc now and then replace both with percept when the pc reached eri in approximately 4 years, but now they are curious if they should replace both.

Manufacturer narrative:
This report is in conjunction with regulatory report 3004209178-2021-10511. Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is in conjunction with regulatory report 3004209178-2021-10511. Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's activa pc was wearing down faster than expected. Their contralateral sc was nearing eri and would be replaced within the next 1-2 months. Previously the pc was estimated to march 2026, but today their battery was at 2.89v. Usually patients seem to be within 6-12 months of needing a replacement when seeing anything at 2.9v. The plan was to replace the sc now and then replace both with percept when the pc reached eri in approximately 4 years, but now they are curious if they should replace both.

Event description:
Additional information was received: it was reported that there were no records of the patient being replaced yet.

Manufacturer narrative:
Continuation of d10: product ID 37603, serial# (B)(6), implanted: (B)(6) 2017. Product type implantable neurostimulator . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial#(B)(6) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that all they know is the patient was in a "brain radio" (activa pc+s) study. In (B)(6) 2021, an estimate put rstn estimate at 4 years but with the latest reading, their expectation is that this will deplete in the next year. Other battery estimation performed were: on (B)(6) 2021: lstn 2.78v, rstn 2.92v (B)(6) 2021: lstn 2.74v; rstn 2.9v (B)(6) 2022: lstn 2.63v, rstn 2.89v to avoid having an activa/voltage system on one side and a percept/current system (and different patient programmer) on the other side, they have decided to replace both of the inss. The ins battery issue will be resolved once they are replaced. Additional information was received: it was reported that the ins replacements were due to eri. The cause of the high impedances were not determined, but it was stated actions/interventions taken to resolve the issue was pushing through impedance measurements at 3v. The ins' were replaced due to eri and the high impedances were not resolved.

Event description:
Additional information was received: it was reported that the only the ins' would be replaced and the connector with the open circuit would remain implanted.

Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type implantable neurostimu lator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.